Event description:
The customer reported that the vitrectomy probe needle broke around its tip during surgery. The broken part did not fall into eye and was retrieved. The case was completed with another vitrectomy probe. There was no patient injury.

Manufacturer narrative:
The 25 ga vitrectomy probe was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, when additional reportable information becomes available.